Event description:
Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's remote home monitoring system. Furthermore, the cause of high out-of-range shock impedance was still not determined. The patient was scheduled for an appointment to discuss options including high voltage commanded shock. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. Additional information obtained from the field representative indicated that the source of high out-of-range shock impedance was not conclusively determined. No action plan; however, the patient was monitored. This system remains in service. No adverse patient effects were reported.